Event description:
Boston scientific crm received information that this dextrus atrial lead was noted with poor sensing and non-capture. The lead was later found to have dislodged. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated. There was no event date provided and no indication of surgical intervention. All provided information suggests that this lead is still implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Dislodgement with no known intervention.